Event description:
New information received notes MRI procedure was not followed and caused the back up status. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed backup operation on implantable cardioverter defibrillator, with no backup defibrillation operation available. Programming changes were performed to resolve the issue. The patient condition was stable